Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image was due to a kink in the cable which led to a cable break and communication failure between the camera head and processor. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for repair evaluation. The customer¿s reported problem was confirmed, no image displayed. A visual inspection found a kink/knot on the cable unit. The problem was isolated to a defective/damaged cable unit. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.

Event description:
Olympus was informed by the sterile processing manager at the user facility that the customer high-definition autoclavable camera head has ¿no image¿. The customer reported problem was found during inspection prior to use. No death, injury or harm was reported.